Manufacturer narrative:
Device return evaluation and inspection found the channel having scratches causing the clogged feel like. There are no foreign material found in the channel however, forceps passage inspection found scratches in the channel. In addition, a low insulation, crack on c cover noted. Angulation check found low angulation (down). Distal end plastic cover inspection found a crack affecting insulation. A-rubber glue noted with a crack catching cotton and discoloration. Light guide (lg) tube found with superficial scratches and buckling all throughout. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with an issue of " staff stated the scope is clogged. They cleaned it and still feel clogged". The issue found during reprocessing. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.